Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reported multiple occurrences of the malfunction and decided to perform a pump reset to continue using the pump until the replacement arrived. Technical support provided reset information, assisted with the reset, confirmed the shipping address, and advised steps for handling the replacement pump. The customer was instructed to return the problematic pump to tandem using a pre-paid label and confirmed their understanding of the process.